Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. (B)(4). The stent remains in the anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dyspnea is listed in the xience v instructions for use as potential adverse patient effect. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 2.75x15mm xience v stent was successfully implanted in the mid right coronary artery (rca) lesion and a 2.75x12mm xience v stent was successfully implanted in the distal rca. On (B)(6) 2010, the patient was discharged from the hospital. In (B)(6) 2014 the patient experienced shortness of breath (sob). There was no reported treatment or hospitalization at this time. On (B)(6) 2015, the patient was hospitalized for worsening sob and was diagnosed with heart failure, unknown if related to the device. Medication and oxygen were provided. On (B)(6) 2015, the patient was discharged from the hospital in stable condition. There was no additional information provided.

Manufacturer narrative:
(B)(4).